Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the rear response button was not functional. The cause for the failure was the rear response button cover was missing and there as contamination under metallic center dome. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons would not activate the monitor.